Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver not turning on because of usb connector damage. Functional tests were not performed due to usb connector damage. Manual functional "try it" tests were not performed due to usb connector damage. An internal visual inspection was performed and failed due to missing and damaged components. Pictures were taken. The audio speaker resistance was measured and passed. The receiver log was not downloaded and reviewed due to usb connector damage. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).